Event description:
It was reported that impedances of >2000 ohms were on some of the unipolar pairs. It appeared likely that both 0 and 1 were open circuits. A lead fracture was suspected.

Manufacturer narrative:
(B)(4).